Manufacturer narrative:
According to available information, this lead remains implanted and will be further monitored. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead displayed high out of range impedance measurements and increased threshold measurements. The impedance measurements had increased during the past five months. The device was reprogrammed and a follow up visit will be performed in the near future. The patient with this lead is asymptomatic and not pacemaker dependent.